Event description:
It was reported that the patient had surgery to repair an umbilical hernia in 2003. The patient was discharged and returned four days later with a dehisence. Skin sutures were intact but the patient's bowel had eviscerated. Three of the sutures had broken just below the knot. A "granny knot" tying technique had been used. Patient was returned to surgery for repair.